Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a decrease in the left leg sensation causing the patient to fall. X-ray imaging was performed on the left knee and left femur and revealed an acute medial meniscus tear. Fluoroscopy of the paddle lead was also performed. The device was reprogrammed. The event was reported by the investigator as possibly related to the stimulation and not related to the hardware or procedure.